Manufacturer narrative:
Lot: 14294213 (B)(4) concomitant medical products: cook and boston scientific catheters and guidewires. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore viabahn endoprosthesis was being implanted as a distal extension of a previously implanted gore viabahn endoprosthesis ((B)(4)) to treat an aneurysm in the left popliteal artery. It was reported to gore that when the gore viabahn endoprosthesis was deployed, the deployment line became stuck and could not be removed from the deployed endoprosthesis. It was stated that when the deployment line was pulled, the endoprosthesis moved proximally. The deployment line was cut in order to fully remove the delivery catheter. A coda balloon was then inserted into the gore viabahn endoprosthesis and inflated at the distal end in order to keep it stable while pulling on the deployment line. The deployment line was pulled with considerable force applied to the deployment line. The deployment line successfully released from the endoprosthesis. The gore viabahn endoprosthesis was pulled distally using the coda balloon and another gore viabahn endoprosthesis was extended distally to complete the procedure. It was stated that the final angiography did not show any endoleaks.

Manufacturer narrative:
Results: the imaging evaluation states the following observations were made: multiple pre-implantation contrast injections were done. The lesion appears at the level of the artificial knee. The patient appears to have a 3 vessel runoff. What appears to be device #1 is deployed with the distal end of the device at about the level of the artificial knee. Contrast appears outside implanted device after injection. The distal end of the implanted device appears to be in a slightly different position between two series of images. Unable to compare the proximal to mid device between the series, because previous image does not show mid device. There appears to be tortuosity within the mid device that was not visible within the vessel on pre-implantation series. The next available series shows contrast visible outside implanted device(s) after injection. An additional device was advanced to the level of the artificial knee. Devices all deployed and contrast is visible throughout implanted devices. The contrast is visible distal to the implanted devices.